Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens. During the first post-op week, the lens was reported as undersized and had rotated in the patients eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.